Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the 14-years old-child patient faced a bent cannula on (B)(6) 2024. The blood glucose level of the patient at the of event was 15 mmol/l which the patient tried to treat with correction bolus via pump. Also, the site had redness. Moreover, the issue occurred with one infusion set used for four hours and the site location was patient's abdomen. The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.